Manufacturer narrative:
Device not returned.

Event description:
It was reported that a piece of steel hit the pump touchscreen causing it to crack. Pump was not functional. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using an alternate method of insulin therapy.